Manufacturer narrative:
The device was not returned for evaluation. Only the lens was returned adhered to the blister tray. Viscoelastic was observed on the lens. One haptic was broken in the gusset area (not returned). Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The company device was not returned for evaluation. Only the lens was returned. No issues with the device were reported. The root cause for the reported event could not be determined. It was stated that the pc tear was observed after the lens was implanted. The file will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional implanted lens and found a posterior capsule rupture. It was not stable in the capsule bag, doctor decided to implant another model company lens at the sulcus. The operation completed on the same day. The event occurred during surgery of cataract surgery (with iol implant). The surgery was completed. There was patient contact and no patient harm. Additional information has been requested.